Event description:
It was reported difficulty was encountered during withdrawal of this guidewire from the left anterior descending artery following introduction of a perfusion balloon catheter. The distal tip of the wire detached and lodged in the proximal lad. Attempts to snare the detached segment were unsuccessful. An emergent coronary bypass procedure followed. The user facility will not release this device for evaluation. Therefore, no failure analysis is available. Without evaluating the co is unable to determine the cause of for this event. No info was available regarding the percentage of occlusion.the dfu's for this device list contraindications as: "diffusely diseased or densely calcified coronary arteries/bypass grafts...totally occluded coronary vessels." Directions for use state: "never rotate, advance or withdraw a guidewire if resistance is encountered without first fluoroscopically determining the cause. Torquing a guidewire against resistance may also cause guidewire damage and/or guidewire fracture, which may lead to a portion of the guidewire separating from the tip. Always advance or withdraw a guidewire slowly. Never push, auger, withdraw or torque a guidewire which meets resistance. Resistance may be felt tactilely or noted by tip buckling during fluroscopoy. Determine the cause of resistance under fluoroscopy and take any remedial action."